Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Healthcare professional additionally reported "small amount of silicone outside the margins."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; g.1; h.6

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side "small amount of silicone outside the margins of the prosthesis in its internal margin, radiological findings suggestive of extracapsular component. Bilateral solid nodules are observed¿. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. Radiology & ultrasound results show findings compatible with rupture of the right breast prosthesis with probable extracapsular component in the internal margin of the prosthesis, without identifying axillary siliconoma. Radiological findings: breasts with heterogeneously dense fibroglandular tissue. Bilateral retropectoral breast prostheses. The right breast prosthesis shows a separation of the polymer capsule and the fibrous cover adopting the "linguini sign", with heterogenicity of its content, radiological findings consistent with rupture. There is also a small amount of silicone outside the margins of the prosthesis in its internal margin, radiological findings suggestive of extracapsular component. Bilateral solid nodules are observed, some of them consistent with the solid nodules with features suggestive of benignity described in 2016. They are located in: right breast: cse of 10 x 9 x 6 mm, cii of 3 x 5 x 2 mm. No axillary adenopathies suspected of malignancy are identified. No axillary siliconomas are observed. Breast ultrasound is performed. At least 2 ovoid lesions of benign appearance are visualized in cse and cie of the md of 12 and 9 mm in size. Signs of intracapsular rupture of both prostheses are visualized. Conclusion: birads 2. Signs of intracapsular rupture. This relates to right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening and missing shell assessed as inconclusive. Silicone migration: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side "small amount of silicone outside the margins of the prosthesis in its internal margin, radiological findings suggestive of extracapsular component. Bilateral solid nodules are observed¿. Device has been explanted and replaced with a non-allergan device.